Manufacturer narrative:
Customer is being requested to provide log files to investigate this event further. The cause for this event is unknown.

Event description:
Customer reported patient demographics discordancy in between lis (data management system) and rapidlab 1200. There was no report of injury due to this event.

Manufacturer narrative:
The original MDR was filed with FDA on may 23, 2014. Additional information: customer indicated that they were using sample ids (not patient ID's) and that the information is loaded into their lis system. Once the information is loaded, a sample ID number is generated and a barcode is created by their lis system. The lis system generates sample ID numbers from (B)(4). These barcodes are then read into the instrument (rapidlab 1200). If the lis generates a barcode with a sample ID that has been previously used, then the demographic information that was stored in the instrument for that sample ID would be used. Sample ID's and patient ID's need to be unique so that this does not occur. Based on the information provided, and the corrections implemented by the manufacturer of the lis system, a sample ID number and barcode that had been previously entered into the instrument was re-generated (or re-used) by the lis for a new patient and when entered into the instrument, the previously entered demographics were used. As per the instrument (rapidlab 1200) operator's manual in section: "enter the patient ID or enter the patient's demographics"; - if a matching patient ID and patient data is available, the system automatically displays the name, sex, and date of birth. - to enter the patient ID using the barcode scanner, select patient ID and then scan the patient ID barcode. The system enters the name, sex, and date of birth if available." Customer should not have re-used patient sample ID number on the system to assign new sample ID. The customer reported that the manufacturer of the lis has now included the sample ID number the year, month and day, which assures a unique sample ID will be assigned to all sample ID's. The data management system (rapidcomm) and rapidlab 1200 instrument are performing as intended.